Manufacturer narrative:
Concomitant medical products: non-bd bifuse extension set (blue and white pinch clamps); merit medical light blue dualcap disinfecting cap, (female). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the filter extension set leaked during a patient¿s infusion on 6w. The user provided a non-specific report that some leaks had occurred with chemo or hydration. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a filter extension set leak was confirmed. No anomalies or evidence of damage were observed upon visual inspection. Functional testing was performed, the set was flushed and observed a small droplet leaking from the 1.2 micron ped filter¿s air vent (termed ¿weeping out¿), confirming the customer¿s report. No other leaks were observed. The root cause of the leak was not identified.

Event description:
It was reported that the filter extension set leaked during a patient¿s infusion on 6w. The user provided a non-specific report that some leaks had occurred with chemo or hydration. There was no report of patient harm.